Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was implanted in a young patient for secondary prevention. During the implant procedure, it took three attempts to induce the patient. After successful induction, it took several shocks (two from the device and one externally) to convert the patient back to normal rhythm. Shock impedance was within normal range. The system was implanted with two incisions with good positioning of can/electrode. The physician decided to induce again in 3-4 weeks. Implant x-rays and device data were sent to technical services for review. It was noted that induction testing was successful, and the physician is satisfied with this and will perform no further actions. It was also noted by technical services that the shock coils do appear to be slightly superficial. No adverse patient effects were reported. This system remains in service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was implanted in a young patient for secondary prevention. During the implant procedure, it took three attempts to induce the patient. After successful induction, it took several shocks (two from the device and one externally) to convert the patient back to normal rhythm. Shock impedance was within normal range. The system was implanted with two incisions with good positioning of can/electrode. The physician decided to induce again in 3-4 weeks. Implant x-rays and device data were sent to technical services for review. It was noted that induction testing was successful, and the physician is satisfied with this and will perform no further actions. It was also noted by technical services that the shock coils do appear to be slightly superficial. No adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If pertinent information is provided in the future, a supplemental report will be submitted.